Manufacturer narrative:
Analysis of the returned device identified; creases fold, red particles inner shell, wear abrasion and opening lineal. Leak test and microscopic analysis was performed which identified; striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional additionally reported left side "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline implant and "exchange from textured to smooth breast implants due to concern with the product". Device remains implanted.